Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received high sensor scan results of 8.9 mmol/l compared to the built-in meter of 3.1 mmol/l and experienced hypoglycemia, feeling tired, dizzy. Customer was unable to self-treat and received third-party treatment by a friend of sugar and food to increase blood glucose levels. No further information was provided.